Manufacturer narrative:
The o-ring of the reservoir was out of groove, which will cause the reservoir to leak.

Event description:
It was reported that the o-rings in the reservoir were not straight. Nothing further was reported.